Event description:
Traces (scar) of the foam dressing pad of opsite postop visible after more than one year.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. (B)(4).